Event description:
It was reported that the insulin pump wanted the infusion set changed every two hours. In the alarm history power error alarms were found. The customer's blood glucose level was 9.0 mmol/l. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and scratched case.